Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a guide wire stuck in the lumen. The guide wire was damaged. There was blood on the distal conductor of the lead and it was obstructed. The analyst noted the lead was returned with the guide wire damaged and bent inside the tip of the lead. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing the left ventricular (lv) lead during implant. It was also reported that the guidewire got stuck inside the lead. The lead delivery system was removed and a new lead was implanted. No patient complications have been reported as a result of this event.